Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device changeout and prophylactic lead replacement procedure the patient experienced a svc tear during the right ventricular (rv) lead extraction. The extraction was abandoned and the tear was repaired. A partial lead extraction was completed and the device was removed with no replacement device currently implanted. No patient complications have been reported as a result of this event.